Event description:
The device history record (DHR) review was completed in 2009, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after implant duration of at least 83 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.